Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button had stopped functioning intermittently. Reportedly, the issue was resolved and the wake button was responding as expected. The customer's blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy.